Manufacturer narrative:
On (B)(6) 2016, through a service call, an fse instructed the customer on how to install a computer monitor (temporary from their it repair group). The system booted up and the programs were working as expected. The customer ran a substrate background check and then ran quality controls (qc), both with successful results. On (B)(6) 2016, the customer installed a new (permanent) monitor. Instrument was performing as intended. A review of the complaint history after this ticket did not identify any further assistance requested by the customer, therefore, no further action required by field service. The most probable cause of the reported event was a touch-panel monitor failure. A 13-month complaint and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 201 through (B)(6) 2016. There were no similar complaints identified during the searched period. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016, a customer reported a software frozen/computer failure with their aia-2000 analyzer. The customer was unable to run afp, beta-hcg and troponin patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of afp, beta-hcg and troponin patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.